Event description:
An aneurx bifurcated stent graft was implanted for endovascular treatment of an abdominal aortic aneurysm approx 66 months ago. At the time of implant the aneurysm was 5.4 cm in diameter and currently the aneurysm is 5.9 cm in diameter. The vessel morphology at the time of implant and currently are about the same, however there was some disease progression with aortic neck dilatation. The pt had a short (5mm in length), reverse conical aortic neck. The aortic neck diameter at the renal arteries was 18mm at the renal arteries and 5 mm below the renal arteries the aortic neck diameter was 28 mm in diameter. A recent CT demonstrated that there was stent graft migration of 5 mm distally with a type I endoleak. (MFR report #2953200-2011-01696) as planned the physician implanted an aneurx 28 aortic cuff and a 32 endurant aortic cuff proximally to the aneurx cuff however; there was still a proximal type I endoleak. The physician elected to monitor the pt for a couple days. The CT two days later revealed that the type I endoleak had not resolved there for the physician implanted another aneurx aortic cuff (MFR report #2953200-201-01698), still the proximal type I endoleak did not resolved therefore; another MFR's stent graft was implanted but there was still a type I endoleak. The pt had a CT one week post implant the endoleak has resolved. No add'l clinical sequelae were reported, the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results and conclusion: (disease progression; neck dilatation). (Short and reverse conical neck).